Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. However, the analysis is not yet completed. Follow-up MDR will be submitted with analysis findings.

Event description:
It was reported that the 30-degree endoscope had a black ring around the perimeter of the image and the image was upside down. There was no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The 30-degree endoscope was analyzed, and the reported issue was not replicated or confirmed. The instrument was found to have error 48228 in the logs. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope was visually inspected and confirmed to have damage to the cable assembly. The distal over-molded section of cable assembly located at zone b in the middle 1/3 of the endoscope cable was found delaminated. Also, found with minor cut(s) to the cable insulation. The endoscope was visually inspected and manually tested by hand using a series of movement tests and failed. It was detected with rattling or noise from the housing and/or detected loose balls from the led windows. Also, the endoscope was disassembled and confirmed with dislodged desiccant balls inside the backend housing. Also, the camera instrument adapter was defected. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction.

Event description:
Refer to h10/h11 for follow-up information.